Event description:
It was reported that a pediatric ilet user experienced recurrent evening hypoglycemia after dinner, with caregivers providing additional carbohydrates and juice to address low blood glucose; customer support suspected postprandial hyperglycemia followed by algorithm-driven overcorrection and provided education on appropriate meal announcements and avoiding meal announcements for correction. Symptoms included low blood glucose. Outcomes included caregiver intervention with oral carbohydrates at home without medical care. Investigation included a review of device data logs and technical support troubleshooting with user education. Investigation of this case revealed no device malfunction and suggested use-related factors related to meal announcement practices and timing. It was concluded that the event involved hypoglycemia with an unclear cause, and the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.